Event description:
Event country is canary islands. It was reported on (B)(6) 2026 that the patient's infusion set tape was not sticking, because the cannula was accidentally pulled out and got detached.

Manufacturer narrative:
E1: patient city :(B)(6) patient country: canary islands name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545. Canary islands country was not available in database.